Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a patient reported experiencing a low blood glucose alert (66 mg/dl) on the same day they initiated ilet use. The ilet alerted for the low blood glucose event, and the patient treated with juice.